Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was no audio alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was no audio alarm when the proximal port hose wad detached. A biomedical engineer reviewed the event log and confirmed that there were no errors that indicated an internal malfunction. The remote service engineer (rse) then advised the customer to complete performance verification testing (pvt) and to report back their findings.